Manufacturer narrative:
Items from the same lot were tested and work as they should. Original receiving inspection reports show implants to be in specification. Implant was not broken and was still intact in the patient.

Event description:
Implant backed out requiring a revision surgery.